Event description:
Customer reports lancet will not retract and caused an accidental needle stick. Medical treatment was not required. No adverse event reported. Requested return of suspect device and replacement was sent.